Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the roller pump and adjusted the gear pump dispense. The fse cleaned the filters and replaced fluid in the diluted detergent tank and di water tank to resolve the issue. (B)(4).

Event description:
The customer reported receiving erroneous patient results for total bilirubin on the au680 clinical chemistry analyzer. There was no change in patient treatment in association with this event.